Event description:
The rn was going to hang a unit of red blood cells using a pall purecell rcq high efficiency rapid flow leukocyte reduction filter when it was noted that blood was leaking from the filter. Exact site undetermined. Facility has since learned of three additional filter leaks, however in that case the filters and packaging were discarded.